Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a 175cm non bsc guide wire crossed the lesion, a 4.0mmx60mmx135cm sterling balloon catheter was advanced without resistance. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using a 4mm x 4cm non bsc balloon catheter. No patient complications were reported and the patient's status was good.